Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed multiple sample quality alarms on the day of the event. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 88249602. The expiration date was not provided. The field service representative performed preventative measures, but found no cause for the issue. He cleaned the fluidic system, aligned the sample and the sipper probes, and replaced the sipper probe. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 15 ng/l, and the repeated result was <6 ng/l. The sample was repeated on another module, and it was reported that the repeated results matched. The numerical result was not provided. The sample was repeated because the doctor questioned the result. The repeated result was believed to be correct.